Event description:
Same case as MFR #: 2134265-2009-02456, 2134265-2009-02457. It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal resistance occurred. The 100% stenosed lesion being treated was located in the non-tortuous, moderately calcified mid left anterior descending (lad) artery. The lesion was predilated with a 2.0x15mm apex balloon. The 2.25x24mm taxus express2 atom stent was deployed, inflating to 9 atms. The stent delivery system (sds) balloon 'stuck' when trying to remove it from the stent. The sds balloon was re-inflated to 6 atms and the balloon released. Then the physician deployed another 2.25x24mm taxus express2 atom stent, inflating to 12 atms, and the balloon 'stuck'. The balloon was able to be removed. Next, the physician treated the distal right coronary artery (rca). The lesion was note predilated. A 2.50x16mm taxus liberte stent was deployed, inflating to 14 atms. Withdrawal resistance was experienced and the balloon was able to be removed. The physician then deployed a 3.50x16mm taxus liberte in the proximal rca, with no issues. Ivus revealed good results. No pt complications were reported. Pt's status reported as "fine."

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).